Event description:
The customer's mother reported via phone call indicating that the insulin pump had a air bubbles towards the edge of the reservoir. Customer's blood glucose was 6.8 mmol/l. The customer was advised to deliver a 5 units fixed prime unit air bubbles are no longer visible. Customer's mother would like to stop the troubleshoot. Customer wil change out the reservoir/infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.